Manufacturer narrative:
Block e1 (initial reporter facility name) the second affiliated (B)(6) - reported here as it exceeded the maximum character limit of the designated field. Block h6: imdrf device code a0401 captures the reportable investigation findings of guide catheter detachment. Block h11: a flexima biliary preloaded stent was returned for analysis. Visual inspection revealed that the guide catheter was kinked and detached, the push catheter was found buckled accordion, and the push catheter suture hole was torn. Additionally, the suture did not deploy the stent. No other damage was found on the device. Product analysis confirmed the reported event of suture deployment issue. The investigation concluded that the reported event and additional observed damages were most likely procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicates the most probable cause of the events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be implanted in the common bile duct to treat cbd stones during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, an integrated biliary stent was introduced via duodenoscope; however, the connecting rope failed to disconnect, preventing successful deployment. The procedure was completed with another stent of a different model. There were no patient complications as a result this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the guide catheter was detached. Please see block h11 for full investigation details.